Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke. The surgeon applied another suture to correct the condition. The surgical has reported no pt injury occurred.